Manufacturer narrative:
(B)(4). Date sent: 08/06/2021. D4: batch # u5fe1v. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event day and year known: 9, 2021. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Longer surgery because they had to dissect and transect colon again ¿ pat. Left hospital after 3 days. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No left after 3 days as usual.

Event description:
It was reported that during a sigmoidectomy, device did not shoot off all the staples during the sigmoid resection. There was a large hole at the anastomosis. The surgeon resected and shot another cdh29a device, and the anastomosis was ok. When the first stapler was fired, it continues as fi the washer hadn¿t broken through. The procedure was delayed by 20-mintues but completed successfully with no fragments generated. No patient consequences reported.